Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the patient experienced a pericardial effusion and a cardiac perforation. The lead exhibited unstable thresholds and low impedance. The lead was not used and another lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.